Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided anti-tachycardia pacing (atp) and shock therapy to convert an arrhythmia. Initially the rhythm was detected in the ventricular tachycardia (vt) vt zone with a rate of 197 beats per minute (bpm). Four bursts of anti-tachycardia pacing (atp) were delivered and the patient's rhythm accelerated into the ventricular fibrillation (vf) zone noted after the fourth burst. The device delivered one 41j (joule) shock to successfully convert both the ventricular and atrial arrhythmias. The battery status is normal, and the lead measurements are satisfactory. The device remains in service. No additional adverse patient effects were reported.